Manufacturer narrative:
(B)(4). Dob 1943. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02418.

Event description:
It was reported during a left total knee arthroplasty, the patient's pcl was ruptured. A nexgen lps flex was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, e1, g4, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported that the acl (anterior cruciate ligament) was compromised during the surgical procedure for left total knee replacement. The acl is one of the knee ligaments that assists with the knee stability by limiting hyperextension and assists with rotational movements. During most total knee replacements the acl is traditionally removed. The surgeon had planned to preserve the acl by utilizing knee replacement that did not require removal of this ligament. As the event reported that during the procedure the acl was compromised, this led to the surgeon to select another type of implant to improve the patient's outcome. As this event is not related to the device, but rather the procedure to place the device, the reported event will be considered a procedure related event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.